Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging that the subject meter read inaccurately high compared to another device. The reporter was unable to give exact readings. The tests were performed within an unknown time of each other. This complaint is being reported because the results may not have met lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 2 additional information. The lay user/patients test strips have been further evaluated by lifescan product analysis with the following findings: the additional test performed on the test strip vial was to check it's structural integrity. The structural integrity of the test strip vial was found to be compromised during a gross leak test. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Follow-up # 2. This supplemental is being sent to correct and include information previously submitted and omitted from follow-up #1 and also, to provide new information obtained from further evaluation. The test strip evaluation information provided in follow-up #1 was incorrect. In addition, the lay user/patients control solution was also returned and evaluated by lifescan product analysis; however, the results were not included in follow-up #1. The full MFR narrative of follow-up #1 should read as follows: ¿the lay user/patients control solution and test strips have been returned and evaluated by lifescan product analysis with the following findings: the control solution passed all testing with no faults found. The reported issue could not be confirmed. The test strips failed testing, the reported issue was confirmed. In addition, a secondary issue was noted; when the test strips were tested with control solution, an error 4 was observed with no assignable cause found. Additional testing was performed on the test strip vial; the vial failed this testing.¿ the evaluation code for pressure decay testing was not included in the previous submission and so has been included in this one.

Manufacturer narrative:
Follow-up # 1: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing. The reported issue was confirmed; when test strips were tested with control solution, an error 4 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.